Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17730. Related manufacturer reference number: 2017865-2020-17732. It was reported that post implant procedure the following day, the patient experienced difficulty taking deep breathe, midsternal chest pain, pain in the back between shoulder blades, and systolic blood pressure of 220. The implanted device parameters were all normal. Patient was in observation and discharged on (B)(6) 2020. No patient consequences.